Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged: patient's blood glucose (bg) levels have been extremely elevated since receiving replacement pump on (B)(6) 2013. Today, the bg is 480 mg/dl with moderate ketones. Patient saw health care provider (hcpp today, who went through all settings on the pump and confirmed they were correct. Hcp has advised replacing pump and has removed patient from the pump at this time. Patient is off pump at this time and taking long acting/rapid acting insulin injections. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The last basal delivery was recorded in pump history on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use. The delivered basals and boluses add up correctly to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing process. The force sensor resistance was found to be in specification. Unable to duplicate reported complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.